Event description:
Information received from the field does not address the patient's clinical status but notes loss of capture at maximum output in both unipolar and bipolar configurations. The lead was successfully repositioned.